Manufacturer narrative:
The device was returned and physical analysis is pending. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with wireless telemetry. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a power on reset occurred following delivery of shock therapy. It was also reported that wireless telemetry was disabled as a result. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model #/lot #. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset occurred, analysis of the device memory indicated an issue with wireless telemetry. Hybrid reported no reason code power on reset (por)s were confirmed in the device save to disk (s2d) data. Hybrid analysis demonstrated that the device was fully functional and no new pors were generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Hybrid analysis did not identify any anomalies that would account for the pors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.